Event description:
A motor stall was reported with no recovery noted. The remaining longevity until elective replacement indicator (eri) according to the interrogation result was 7 months. The pump was replaced. There was no patient injury harm or death reported. The patient outcome was noted as recovered after replacement. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.